Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, upon removal of the rf3 sheath, an angiogram revealed a dissection from the left external iliac up to the bifurcation. Case summary: it was reported that at the beginning of the procedure the physician experienced difficulties inserting the 24f sheath. In order to troubleshoot, the physician decided to remove the 24f sheath and dilate up the vessel with a 28f dilator. The 28f dilator was able to be inserted without difficulty, however, the 24f sheath, could still only be inserted up to the left external iliac artery. Per report, the physician decided to proceed with the procedure believing the rf3 sheath would still pass through the unsheathed portion of the left common iliac artery and up the aorta. The physician then decided to shortened the 24f sheath to accommodate the length of the rf3 and ensure that the valve would reach the annulus. The 24f sheath was removed and replaced with the 28f dilator while the 24f sheath was cut. The altered 24f sheath was then inserted completely with the sheath dilator into the left common femoral artery. The dilator was pulled back and a contrast injection was taken to see the exact location of the sheath tip. This injection revealed a rupture in the left external iliac artery up to the bifurcation. In order to repair the vessel, a dilator was inserted back into the sheath to tamponade the vessel and an occlusion balloon was inserted on the contralateral side and positioned in the left common iliac artery. Vascular surgery was then called and the vessel was repaired with a combination of I-cast, viabahn, and endurant ii covered stent grafts and a portion of a intergard collagen vascular prosthesis. The patient was administered 4 units of prbc and was noted to have remained hemodynamically stable throughout the procedure and was in stable condition when leaving the room.

Manufacturer narrative:
Method: dimensional inspection. The rf3 sheath along with the dilators and introducer were returned to edwards lifesciences for evaluation. The complaint was confirmed. Preliminary investigation revealed heavy scratches on the dilators, introducer, and sheath. The engineer also noted that the returned sheath was cut in half which matches the complaint description that sheath was shortened. This is off-label use of the device. In addition, the sheath was dimensionally inspected and found to meet specifications. No manufacturing non-conformances are suspected. Follow up examination pending.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The rf3 sheath along with the dilators and introducer were returned to edwards lifesciences for evaluation. Visual and dimensional inspections were performed. Visual inspection revealed heavy scratches on the dilators, introducer, and sheath. The engineer also noted that the returned sheath was cut in half which matches the complaint description that the sheath was shortened. The distal end after the sheath was cut was also visually inspected which was found to be neither smooth or round. Next, the sheath was dimensionally inspected for ID and wall thickness and both proved to be within specification. A device history record (DHR) review, was not required/performed per internal procedures as the engineering evaluation revealed no confirmed non-conformance. Review of the complaint history revealed 3 similar complaints related to insertion difficulty in patient. Engineering evaluation in these complaints revealed no manufacturing non-conformities in the returned device, and pointed to patient anatomy as the root cause of the complaint. Furthermore, a review of complaint history for the month of (B)(4) 2012 for insertion difficulty revealed that the occurrence rate exceeds the control limits for this trending code of which no action is required. Also, the sheath was not used as designed since it was cut to a shorter length. Therefore, review of the complaint history for dissection did not reveal any related complaints. Thus, no corrective or preventive action is required. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the vessel diameter at the access site was 8mm and the vessels were indicated to be mildly calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the sheath insertion difficulty into the patient could not be confirmed. The adverse event (vessel dissection) was confirmed given that the patient was treated for the adverse event, but no manufacturing non-conformities were found in the returned sample. The complaint description stated that the sheath shaft was "shortened" or cut by the physician and not used as intended per design. This is off-label use of the device. In addition, sharp edges were seen during the evaluation of the returned sheath on the distal end of the cut shaft, which may have contributed to the reported event of iliac dissection. The complaint description also noted that the patient had borderline vessel size and mild vessel calcification which may have contributed to the difficulty encountered while inserting the sheath. Since no labeling or IFU inadequacies have been identified, no corrective or preventive action is required at this time.